Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All edms devices are 100% leak tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the tubing was found to be detached from the stopcock. According to the report, the nurse practitioner found drainage from the device on the patient's pillow. The report stated a new evd system was used with the patient. Reportedly, there was no injury to the patient and the patient was transferred out of ICU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.